Manufacturer narrative:
Following the fse intervention, no further issues were observed. The instrument was confirmed to be working according to specification. The investigation determined that the service actions resolved the issue. The cause is traced to component failure of the pressure gauge. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Multiple field service engineer (fse) visits were performed at the customer site, and the following actions were carried out: the sipper nozzle was adjusted, decontamination was completed, and alignment of the sample probe, reagent probe, and sipper nozzles was completed. The fse replaced the bent pre-wash nozzle and the measuring cells, and the system was cleaned and inspected. Instrument checks were completed and passed, and the system was released to the customer. A new event occurred on 24-feb-2026, and another service visit was completed. The fse cleaned the dust around the sampling area, replaced the syringe assembly, and carried out a full instrument check that passed. Another visit was completed to replace the nozzles and to complete instrument checks that were passing. Calibration and qc were completed and passed. The fse found water splashing from the reagent probe wash station due to high gear pump pressure from a faulty pressure gauge. The fse replaced the pressure gauge and readjusted the pressure as per specifications and replaced the bead mixer. Qcs for all parameters were run multiple times successfully and the precision was acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys vitamin d total iii result from the cobas e 801 analytical unit for one patient. The initial result was 138 nmol/l. The repeat result was 83.6 nmol/l.